Manufacturer narrative:
Lifescan (lfs) has requested return of the subject meter for evaluation. If the product is returned, lfs will evaluate it and inform FDA of the product that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her unknown onetouch meter was experiencing an unknown issue. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient that she is handicapped and "could not move around to get her meter and testing supplies to troubleshoot". She also mentioned that she could not recall what type of meter she was using and what the specific issue was. The patient stated that the alleged issue began at an unspecified time on (B)(6) 2011. The patient stated that she manages her diabetes with insulin, 75/25 humalog (sliding scale), and took her usual dose of medication "as directed by her doctor" in response to the reported issue. Several hours after the alleged issue occurred, the patient claimed to have developed symptoms of "shaky hands and of falling asleep while seating down". Shortly after, the patient self treated with orange and apple juice in response to the symptoms and "felt better afterwards". The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.